Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 15 days post implant of this mitral annuloplasty ring, the device was explanted and replaced with a mechanical valve due to a failed repair. The physician stated that there was no malfunction of the medtronic device. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.